Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04104. It was reported the pt was experiencing pain and heating at the ipg site. The physician opted to replace the ipg with a smaller version. It was reported the ipg pocket was not moved, and the pt received effective stimulation postoperative. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.